Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room with pre-sync ope. Testing revealed high lead impedance and an increase in pacing thresholds. An x-ray revealedd a possible lead crush and even though testing revealed normal function, the lead was replaced. Post-op, testing again revealed high lea d impedance and subsequently, the pacer was replaced.